Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified vessel. A 10/2.50 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During procedure, the balloon ruptured at 6 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).